Event description:
During incoming inspection of the device by a zoll service technician, there was no ECG signal from the universal cable or the ECG cable. There was no patient involvement in the reported malfunction.